Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3321 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient has a 5 fr triple lumen PICC that kinked, the white lumen would not flush. The dressing was taken off and the PICC was unkinked and the PICC flushed and blood could return without difficulty.

Event description:
It was reported that the patient has a 5 fr triple lumen PICC that kinked, the white lumen would not flush. The dressing was taken off and the PICC was unkinked and the PICC flushed and blood could return without difficulty.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to flush and aspirate the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 8cm and 9cm depth markings. Microscopic inspection of the sample revealed material buckling and discoloration at the kink impression site. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks; however, the white-luered lumen became fully occluded during manipulation of the sample, as the catheter kinked easily and preferentially at the site of the kink impression. The observed kink impression/preferential kinking easily occluded the white-luered lumen during functional testing of the sample. The usage residue suggested that kink occurred while the device was in use and the location indicated that catheter placement, securement, maintenance and access techniques may have contributed to the damage. The product IFU states ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) of recx3321 showed no other similar product complaint(s) from this lot number.